Event description:
Covidien received info stating that an 840 ventilator had a blank display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and performed the backlight inverter printed circuit board (pcb). The unit passed all tests and operates within manufacturing specifications. (B)(4).